Event description:
The user facility reported that during a diagnostic colonoscopy procedure, the users experienced difficulty deploying two polyloops during the same procedure. The first polyloop reportedly failed to deploy. A second polyloop was deployed, but would reportedly not detach, and eventually fell into the pt's colon. The user implemented emergency procedures and cut the handle. The endoscope was removed and reinserted next to the sheath to cut the loop with an unk device. The loop was successfully removed; however, the pt was reported to have experienced active bleeding at the polypectomy site, which required a "hemo clip" and epinephrine. The pt was reported to have been transferred to the medical intensive care unit (micu) and was released after two days.

Manufacturer narrative:
Olympus followed up on this matter and was informed that the subject device was discarded following the procedure and will not be returned for evaluation. The exact cause of the user's experience could not be determined. If additional significant information is received, a supplemental report will follow. This medical device report is being submitted in an abundance of caution.